Manufacturer narrative:
It was reported that a re-intervention was performed on (B)(6) 2014 where a new pace/sense lead has been implanted while keeping the shock function of the already implanted right ventricular lead.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, oversensing was observed on the right ventricular channel. An analysis was required in order to confirm whether it was related to a lead issue or external noise effect and it showed that the oversensing episodes could result from strong external interference (emi), and/or myopotentials sensing; none of them could be confirmed with certainty.

Event description:
Reportedly, oversensing was observed on the right ventricular channel. An analysis was required in order to confirm whether it was related to a lead issue or external noise effect and it showed that the oversensing episodes could result from strong external interference (emi), and/or myopotentials sensing; none of them could be confirmed with certainty.